Event description:
Country of complaint: (B)(6). After use of the suture monomax there was dehiscence in the closure of an aponeurosis evidenced. Fraying of the thread was noted.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 unopened pouches. There are no previous complaints of this code batch; (B)(6) units of this code batch were manufactured and distributed. Tightness test to the samples received has been performed and the units are tight. Knot pull tensile strength testing of the samples received was performed and the results fulfill the requirements of the OEM. Linear pull tensile strength of the samples received was tested and the results are within specification. Degradation test (24 hours in hcl 3m solution at 37°c) has been conducted with the samples received and the results fulfill product specification. Samples obtained from qc stock were subjected to the same testing as the samples from the customer and all test results were within specification. Products performed according to specification. No corrective/ preventive action required.